Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A field service engineer (fse) visited the site per work order. Troubleshooting reveled that the issue was only presented when the system was plugged into a particular network port in the hospital; excelsiusgps behaved as expected when pushing a scan from any other network port. Therefore, there is likely an issue with the hospital's configuration of this particular network port. This system and hospital have not reported any additional issues. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
As we attempted to send the CT scan, we got a "camera disconnected error," even though camera was plugged in. We also got a "uaib version outdated error" message while trying to receive a scan. The camera then stopped being able to pick up end effector on the verify page.